Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was torn/punctured and the ok/enter button became over-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the keypad was cut and torn on the ok button. No peeling of the keypad was found. The ok keypad button was over responsive, and the contrast, down arrow, and up arrow keys were responsive. The ok button contact was cracked/damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.